Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with a high blood glucose reading of 475 mg/dl. The customer stated that she was vomiting and was very sensitive to light prior to the event. The customer stated that she had experienced high blood glucose levels for a week and a half prior to the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. A tubing clamp was sent to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.